Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer report number: 3006705815-2023-03430. It was reported that the patient lost effective therapy following an unrelated procedure. As a result, the patient's ipgs were deemed inoperable. Surgical intervention occurred on (B)(6) 2023 during which both ipgs were replaced to address the issue.